Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2023, resulting in fixture loss. There are no plans to re-implant the patient with a new device as of the date of this report.